Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the right arm for between 37 and 48 hours. On (B)(6) 2026, the patient discovered an infection at the cannula entry site. On (B)(6) 2026, the patient contacted a healthcare professional and visited the office that same day for medical evaluation. At the time of the incident, the patient¿s blood glucose level was 16.1 mmol/l (290 mg/dl). The patient reported redness, irritation, pain, fever, and visible pus at the cannula entry point. The pod was removed during the medical visit. During the examination, the healthcare professional inspected the site, removed the pod, disinfected the area, opened the skin to drain pus and blood, and prescribed antibiotics. The patient was instructed to keep the area uncovered to allow airflow. A follow-up visit occurred two days later, during which the healthcare professional noted that the antibiotics required additional time to take effect. No further follow-up was needed because the infection improved and resolved after one week of antibiotic treatment. The patient reported applying a new pod successfully after the incident. The original pod was not available for return because it remained at the healthcare professional¿s office.